Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of available expertise files confirmed the reported impossibility to interrupt sensing tests, as two tests did not end using the stop button. The observed unavailability of the stop button resulted from a software issue involving an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. It should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test is interrupted. A software correction is planned to prevent recurrence of this issue. This case is recorded for trending purposes.

Event description:
Reportedly, following the implantation of an alizea pacemaker using bluetooth communication, a sensing test was performed and the stop button because greyed out , so the test couldn't be stopped. The patient was stuck in ddi 30 so the battery of the programmer was removed and the tablet was restarted (inductive communication was used to re-interrogate the pacemaker). The same issue occurred on three different implantation procedures.